Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a foreign object was noted on the device. During unpacking of a 3.75mm x 8mm nc emerge® balloon catheter, a foreign object was found on the back of the "compliance chart." No patient complications were reported as the device did not enter the patient's body.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a nc emerge catheter in its original packaging inside of an opened clear plastic covering. The closure strip on the carton is opened. The packaging was examined. The tyvek portion of the pouch has been opened. The compliance chart that is inside of the opened pouch has a piece of foreign matter (fm) on the back side. Inspection of the remainder of the package and device, apart from the observed fm, revealed no other damage or irregularities. It is inconclusive of when the fm appeared on the compliance chart as the package was returned opened. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that a foreign object was noted on the device. During unpacking of a 3.75mm x 8mm nc emerge® balloon catheter, a foreign object was found on the back of the "compliance chart." No patient complications were reported as the device did not enter the patient's body.